Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens insertion the haptic was kinked. The incision was enlarged to remove the lens. The inserter that was used during this event is reported under 1119279-2014-00091.